Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, white raised line (pt: product distribution issue), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected with hyper diluted radiesse®, into the arm (as reported, off label use of the device). Reportedly, the patient had multiple sessions of hyper diluted radiesse®, over a period of 6 months. After the treatment with radiesse®, the patient experienced that radiesse® formed a white raised line that looked like a white keloid. The physician tried to inject sodium thiosulfate multiple time, but it stayed unchanged. The patient ended up having surgery to remove it from her arm. The outcome of the event was unknown.